Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a cassette seemingly failed in the past month. The customer believes there is something malfunctioning with the flow stop or clamp on the cassette. The customer believes the device is defective. There was no patient injury reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: samples received consist in seventeen cassette products, the samples were received in new condition with their original packaging in a plastic bag. Visual inspection results: no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing results: samples were fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The customer stated problem was not duplicated. No device problem was found. No actions was taken due complaint was not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.